Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the mono1 connection is active all the time despite the fact that nothing is connected. No report of patient involvement or injury.